Manufacturer narrative:
The model and serial number provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a small crack on the reservoir tube lip. The insulin pump was received with an unknown 23 inch infusion set attached to the reservoir in the insulin pump. Clear material was around the tubing. No damage was noted to the tubing. However, white particles were noted on the exterior. Three opened reservoirs were received with transfer guards. The insulin pump was received with an unknown reservoir installed in the insulin pump. No damage was noted to the reservoir. No liquid was in the reservoir. A leak was noted after the bolus test using the first test set. A second test set was used to test leak after prime. No leaks were noted past the o-rings. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test.

Event description:
We were notified via a legal notice that the customer has passed away. It was reported that on or about (B)(6) 2013, until on or about (B)(6) 2013, the customer was using the insulin pump. On or about (B)(6) 2015, until on or about (B)(6) 2013, while laying asleep, the customer the customer did not receive enough insulin. As stated in the report, the customer fell into a diabetic attack. On or about (B)(6) 2013, the customer was found in a state if unconsciousness and unresponsiveness, yet alive. The customer was hospitalized in a comatose state, underwent many medical tests, had little brain and limb movement, was unable to eat, drink or move, and developed respiratory, acute renal and other organ failures. The customer died at the age of (B)(6).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.